Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the detachable needle of the bd integra¿ syringe broke off during the injection in the patient's skin. The consumer visited his primary doctor where x-rays were taken, but no results have come back. The following information was provided by the initial reporter: "consumer stated, it was his first time using the product. Stated, he was not given instructions on "how to use". Stated, he was relieved to know the needle retracted. Stated, he went to his primary, who then sent him to have x-rays done. Results are not in. Navigated consumer to bd website where he viewed an instructional video on "how to use integra syringe" stated, he will let us know when results are in but in the meantime, he's sending in the used syringe for evaluation." "Broke off during injection and needle remains in patient's skin. Incident occurred today. Patient and wife are currently at hospital getting x-ray done."

Manufacturer narrative:
H.6. Investigation: one 3ml integra syringe with an opened blister pack from batch 9294200 (p/n(B)(6)) was received and evaluated. It was observed the plunger rod was in the bottom out position and the cannula was concealed inside the plunger rod as expected. The integra syringe is equipped with a needle retraction mechanism that is design to conceal the cannula inside the plunger rod after use. No defect was observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the detachable needle of the bd integra¿ syringe broke off during the injection in the patient's skin. The consumer visited his primary doctor where x-rays were taken, but no results have come back. The following information was provided by the initial reporter: "consumer stated, it was his first time using the product. Stated, he was not given instructions on "how to use". Stated, he was relieved to know the needle retracted. Stated, he went to his primary, who then sent him to have x-rays done. Results are not in. Navigated consumer to bd website where he viewed an instructional video on "how to use integra syringe" stated, he will let us know when results are in but in the meantime, he's sending in the used syringe for evaluation." "Broke off during injection and needle remains in patient's skin. Incident occurred today. Patient and wife are currently at hospital getting x-ray done.".